Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to a fracture, probably caused by crush and impedances greater than 3000 ohms. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a damaged insulation at approx. 28 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer coil was found fractured, which can be considered to be the root cause for the high pacing impedance. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.